Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh guidewire was inserted in the lead and was able to passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the pacing impedance values of the left ventricular lead were high and undefined through the pacing system analyzer. The lead was also undersensing. The physician thought the issues may be due to the lead "floating". It was also noted that prior to insertion into the patient's body the physician commented that passing through the lead with the guidewire was difficult. It was thought that there was a possibility that the lead tip was kinked during insertion. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.